Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress, lower abdominal and back pain, decrease energy level and scar tissue. It was also reported that the plaintiff underwent revision. The mesh was partially explanted. No further complications have been reported in relations to this event.

Manufacturer narrative:
Exemption-(B)(4). (B)(4).